Event description:
While mapping an atypical atrial flutter rhythm, the spline from the pentaray catheter was noted to be missing upon removal: the distal tip of pentaray spline was shorn off and no longer part of the catheter.